Manufacturer narrative:
Concomitant product: d334trg ICD, implanted: (B)(6) 2012.

Event description:
It was reported that right atrial (ra) lead thresholds were elevated but stable. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.